Event description:
Independent service organization notified tams that the device had allegedly caught fire over the weekend while the facility was closed. No pts or users were present at the facility during the time of the failure.